Manufacturer narrative:
Omit : medical device other operator. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a patient started on a heparin drip and the infusion pump was set to administer 18 units/kg/hr., which based on patients documented weight should have administered 1,735 units in the first hour. It was reported that the bedside rn noted "all 25,000 units" of heparin was infused within one hour and 30 minutes. Due to the event, the patient was reportedly moved to intensive care unit. According to the customer, there was no harm, and the patient was eventually moved back to acute care. Per hospital's biomed, they did some "testing" on the device but would like the manufacturer to do further testing.

Event description:
It was reported that a patient started on a heparin drip and the infusion pump was set to administer 18 units/kg/hr., which based on patients documented weight should have administered 1,735 units in the first hour. It was reported that the bedside rn noted "all 25,000 units" of heparin was infused within one hour and 30 minutes. Due to the event, the patient was reportedly moved to intensive care unit. According to the customer, there was no harm, and the patient was eventually moved back to acute care. Per hospital's biomed, they did some "testing" on the device but would like the manufacturer to do further testing. Received a copy of the customer's medwatch report from FDA which states, "patient started on heparin drip infusion. Nursing discovered pump administered entire 25,000 units within 1.5 hours. Patient transferred to intensive care unit (ICU) for short period for monitoring."

Manufacturer narrative:
Correction : describe event or problem, FDA notified?, report source other. Additional information : report source.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a patient started on a heparin drip and the infusion pump was set to administer 18 units/kg/hr., which based on patients documented weight should have administered 1,735 units in the first hour. It was reported that the bedside rn noted "all 25,000 units" of heparin was infused within one hour and 30 minutes. Due to the event, the patient was reportedly moved to intensive care unit. According to the customer, there was no harm, and the patient was eventually moved back to acute care. Per hospital's biomed, they did some "testing" on the device but would like the manufacturer to do further testing.